Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not connected. A technical support specialist dialed into the station and confirmed that the station was not in disconnected mode and then proceeded to check the database size using the command shell and found an error. The station had encountered an issue with obtaining context data from sync server address changed. However, the station's connection had recovered on its own during the specialist's check. The station was operating normally and had successfully uploaded zero changes, with no variations. The customer confirmed that the issue had been resolved. The system functioned as intended after the technical support specialist had troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es tower, the station was not connected. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.